Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 34714784, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2318700, model: sc-2318-70, serial: (B)(6), batch: 5002659, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 773005, UDI: (B)(4).

Event description:
It was reported that the patient developed lumps along the superior incision that have become quite painful and debilitating. The patient underwent a spinal cord stimulation (scs) revision procedure and was doing well postoperatively. The explanted device components were kept by facility and will not be return.